Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the chronic totally occluded left anterior descending artery. Following multiple pre-dilatation, a 2.25 x 24 synergy ii drug-eluting stent was advanced and attempted to cross the lesion several times but failed. The device was removed from the guide catheter and it was noted that the proximal edge of the stent had a "flipped strut". The stent was intact and still on the delivery system. The procedure was completed with a 2.24x24 synergy drug-eluting stent. No patient complications were reported.